Manufacturer narrative:
(B)(4). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. No technical issue has been found. Fse checked the gel thickness and all parameters. Fse went back on site to check again the system. He performed a z-scale calibration, checked the galvo positions and deltas. No issue has been found.

Event description:
Clinical development manager from the (B)(6) market reported on the (B)(6) that a (B)(6) surgeon met an issue in the endothelium during a flap creation using amo femtosecond laser. It seems like system did a cut followed but some raster lines deeper than flap thickness inside endothelium. Patient now is with irregular astigmatism and has vision loss. Patient info: pre-op: -2.5ds with 10/10 vision. Post-op: -2ds -2dc with 10/4 vision.

Manufacturer narrative:
Regarding the incident the surgeon reported that the femtosecond application was done without problems. Flap lifted ok and there were no problems with the flap thickness. The excimer laser was applied and flap was closed without any problems. Patient¿s first post-op was done by a colleague and when we spoke on the phone he mentioned that the vision was not very good and the endothelium was cloudy with edema on temporal region. A few days later the surgeon examined the patient and he noticed that the temporal side cut was all the way through the cornea. Temporally, especially upper temporal, endothelial had edema and it was cloudy on the section coinciding with the sidecut, 1-2 mm wide along a 90 degree length. Bcva was 2/10. Surgeon claims that the system did a deeper than intended cut. Then patient was seen again on (B)(6) 2012 and her bcva was 3/10. Temporal deep laser cut is still visible and the endothelium is still cloudy.